Event description:
Customer reports that she obtained results of 395 mg/dl and 94 mg/dl within 1 minute on the same device. She also reports obtaining results of 245 mg/dl and 105 mg/dl within 1 minute on the same device. She states that she tested 495 mg/dl one day and took 5 units of humalog. She reports 20 minutes later she began to feel ill and tested 50 mg/dl. She reports eating sweets to elevate her blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.